Event description:
A malfunction alarm with code malf 1 was reported, but there was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, which resolved the issue. The customer was advised to continue using the pump and to call back if any malfunction codes recur, which the customer acknowledged and understood.